Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the ck1 and ck2 with juvéderm® voluma¿ with lidocaine and in the tt1, tt2, tt3 (periorbital) with juvéderm® volbella® with lidocaine. The patient was pre-treated with emla cream and given vitamin k cream post-injection. Eight days later, the patient awoke with ¿inflamed bags under the left eye.¿ the patent was seen that day where ¿mild edema, perhaps due to a small internal hematoma in the tt2¿ was noted. A lymphatic drainage massage in both periocular areas was performed, focused on the left eyes. The edema decreased and the patient was recommended nonsteroidal anti-inflammatory drugs (nsaids). The patient awoke the following days with ¿inflamed bags¿ under the eyes. The patient grew ¿worried¿ and was treated with .15 cc of hyaluronidase (1500 iu) at 3 pints in the tt2 and tt1 region. The inflammation went down and the patient was calm. The next day, the patient reported that they were ¿still mildly inflamed but better¿ but they ¿noticed something in the bags under the right eye¿ that was ¿minor.¿ two days later, the patient awoke with their whole face being ¿swollen and painful¿ in the malar area. The patient took their nsaids and went to the clinic. Target inflammation was noted in the malar and lower periocular area that was ¿painful¿ upon palpation, ¿flushing, and nodules¿ in ck1 and ck3. The health professional suspected ¿delayed inflammatory reaction, perhaps due to an immunological cross-reaction.¿ the patient was prescribed zamene 30 mg (0-1-0) ciprofloxacin: 500 mg (1-0-1) bilastine (0-0-1). The patient also insisted on more hyaluronidase, against injector recommendation to let the medicating work. They were treated with 1 ml of hyaluronidase (1500 iu) in the right ck1 and ck3, and 0.5 in the left ck. Two days later, the patient started medication and all the symptoms disappeared after 2 days with only ¿mild inflammation¿ ongoing. A week later, the patient awoke with ¿inflamed bags¿ under the right eye. The patient was treated with 0.1 of lidocaine 2% and lightly massaged. The patient reported that the inflammation did not go down by the next day. The patient was prescribed medication of ciprofloxacin that will be discontinued after 12 days, bilastine, and zamene 30 mg 1/24 hour. The event is ongoing.